Event description:
During rotator cuff repair, when attempting to pass the ultrabraid suture, the needle fractured inside the patient. The surgeon said it broke in the first passes through the tendon; two or three attempts then it broke. The needle had not been dry fired. It was reported that the surgeon is very familiar with device usage. The needle fragment was retrieved. Intraoperative x-rays were taken to confirm retrieval. The surgeon used back up device arthrex scorpion to complete the procedure. No additional patient monitoring was required. It was reported that the patient was fine post operatively

Manufacturer narrative:
Conclusion: the failure mode regarding the broken needle is confirmed; however the root cause regarding the failure is under investigation. Two samples were returned for evaluation; truepass suture passer self capture unit, and a single needle from a true pass needle single pack sterile box of 5. The truepass self capture unit was visually evaluated and no issues were identified with the device. The device was functionally tested unloaded and performed with no issue. The returned needle was evaluated and confirmed to be broken at the tip at the location of the eyelet of the needle. The failure mode regarding the broken needle is confirmed; however the root cause regarding the failure is under investigation. (B)(4).